Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported c-34 error was confirmed through system logs and replicated during testing. A related visual issue was observed. The unit will be sent to the original equipment manufacturer for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, distributor product specialist called technical support regarding the error c-34 on the erbe. The technical support engineer (tse) confirmed the scenario by checking the system logs, which showed several c-34 messages. The tse guided the caller through some troubleshooting steps. The customer restarted the erbe and reduced the energy settings to check if the unit would work without impacting the surgery, but the issue persisted. The customer continued the procedure using another esu (covidien) with no reported injury.